Manufacturer narrative:
G4:17dec2020 b4:(B)(6) 2020 the customer reported that the user interface board was replaced but was still having issues. Upon a follow-up, the customer reported that the data acquisition to motor controller cable was not reseated correctly. After reseating it, the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:05apr2021. A user interface board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to contamination in a component in area of fb21. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
It was reported that the ventilator was turning on and off by itself. There was no patient involvement. The customer troubleshot with technical support and was advised to swap out the user interface (ui) assembly to verify and was provided with a part number.